Manufacturer narrative:
B7: added medical history. D1 corrected brand name. G5: corrected combination products. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1999: (B)(6) . Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: same. Name of operation: repair of recurrent incisional hernia with dual mesh. Surgeon: dr. (B)(6) . Assistant: (B)(6) . Anesthesia: general endotracheal. Estimated blood loss: 25 cc. Operative time: 1 hour and 30 minutes. Operative indications: (B)(6) is a 45-year-old black female who presents for elective repair of a recurrent incisional hernia. Operative findings: a 4 cm fascial defect just below the level of the umbilicus. Procedure: ¿the patient was brought to the operating room and placed supine on the operating table. After induction of general endotracheal anesthesia, foley catheter was inserted and the patient¿s abdomen was prepped and draped in sterile fashion. The mid portion of her midline incision was reopened with a 10 blade and carried deeply into the subcutaneous tissues, where the hernia sac was encountered. The sac was dissected free down to the fascial edges and it was amputated at this point. Adherent omentum within the sac was dissected free of the undersurface of the abdominal wall likewise. The fascial defect measured 4 x 4 cm. An 8 x 12 cm segment of dual mesh was then sutured to the undersurface of the fascia using interrupted horizontal mattress 0 prolene sutures so that the fascia overlapped the mesh by approximately 3 cm circumferentially. The wound was irrigated with saline. Hemostasis was secured with the bovie. The attenuated fascia was then closed over the mesh with 0 vicryl suture. The skin was approximated with skin clips. Sterile dressings were applied. The patient tolerated the procedure well. She was extubated in the operating room and taken to the recovery room in good condition. Sponge and needle counts were correct times three at the end of the case. Blood loss was minimal. Operative time: 1 hour and 30 minutes.¿ (B)(6) 1999: (B)(6) hospital. Implant information. Implant record. Description: biomaterial x 1. Implant type: dual mesh (tm). Anatomical site: abdomen. Site: 8 x 12 cm x 1.0 mm. Lot number: p12562-004. Manufacturer: gore. Catalog number: dlm02. The records confirm a gore® dualmesh® biomaterial (dlm02/ p12562-004) was implanted during the procedure. (B)(6) 2000: (B)(6) hospital. (B)(6) . Operative report. Preoperative diagnosis: recurrent incisional hernias. Postoperative diagnosis: multiple recurrent incisional hernias. Name of operation: multiple recurrent incisional herniorrhaphies with composix mesh. Assistant: (B)(6) . Anesthesia: general endotracheal anesthesia. Blood loss: 150 cc. Operating time: two hours. Operative indications: ms. (B)(6) is a 47-year-old black female who presents with a large suprapubic incisional hernia. Operative findings: multiple abdominal wall defects. Procedure: ¿ms. (B)(6) was brought to the operating theater, placed supine upon the table. After induction of general endotracheal anesthesia, foley catheter was inserted. The patient¿s abdomen was prepped and draped in sterile fashion. I began by creating a lower midline incision directly over the palpable hernia defect. This was carried into the subcutaneous tissues where the hernia sac was encountered. It was dissected free of the subcutaneous tissues, down to the fascial edge. The hernia sac was amputated giving access to the abdominal cavity. The omentum was adherent to the anterior abdominal wall and these adhesions were taken down sharply with metzenbaum scissors. Palpation within the peritoneal cavity revealed four other fascial defects cephalad to this initial larger defect. I therefore, extended my skin incision cephalad deepening the incision through the very abundant subcutaneous adipose with the cautery and incised the fascial bridges creating single large defect. The patient is morbidly obese, making the procedure significantly more difficult as well. I dissected the retropubic space to facilitate mesh placement. After extensive adhesions of the omentum to the anterior abdominal wall were taken down sharply with metzenbaum scissors, I chose a large piece of composix mesh, sutured this in place, beginning inferiorly, suturing the mesh using horizontal mattress interrupted sutures of 0 prolene to the pubic tubercle and then to the superior pubic rami to the right and to the left of the midline. Thus the inferior aspect of the mesh was placed in the retropubic space. Counter incisions were created circumferentially around the incision with the 11 blade to facilitate suture placement. Using a suture passer placed through the very thick abdominal wall, horizontal mattress 0 prolene sutures were passed through the abdominal wall, remote from the incision to fix the mesh in place so that the fascia overlaid the mesh by 6 cm in every direction. The repair went quite well. The mesh was irrigated with saline. Two large round jackson-pratt drains were placed over the mesh and sutured into place with 2-0 prolene sutures. The skin was approximated with skin clips. Sterile dressings were applied. The patient tolerated the procedure well, extubated in the operating room, taken to the recovery room in good condition. Sponge, needle counts were correct x3 at the end of the case. Blood loss was 150 cc. Operating time 2 hours.¿ (B)(6) 2000: (B)(6) hospital. Implant information. Implant sticker. Bard® composix¿ mesh. (B)(6) 2017: (B)(6) . Operative report. Preoperative diagnoses: recurrent incisional hernia. Morbid obesity. Postoperative diagnoses: massive incarcerated recurrent incisional hernia with multiple hernia defects in a subcutaneous pocket. Morbid obesity. Name of procedure: laparoscopic incisional hernia repair utilizing an 18 x 24 gore-tex dualmesh, and a second piece, 15 x 19 cm gore-tex dualmesh, overlapping at the upper abdomen. Surgeon: raymond compton, md. Anesthesia: general endotracheal. Estimated blood loss: 50 ml or less. Assistant: s. Norman, lpn. Complications: none. Drains: none. Indications: see h and p [history and physical]. Procedure: ¿ms. (B)(6) was taken to the operating room, placed supine upon the operating room table, at which time general anesthesia was administered. Foley catheter was placed, and then the patient¿s abdomen was prepped and draped in the usual sterile fashion. The patient¿s lower abdominal pannus was retracted cephalad, and this area prepped and a draping towel placed. The mid and upper abdomen were then prepped and draped in the usual sterile fashion. The abdomen was entered through a left upper quadrant subcostal incision using an optical port. It was slowly and carefully entered under direct vision. The abdomen was insufflated to a pressure of 15 under direct vision. I had good freedom of space over the left abdomen and was able to place a second port, and ultimately a third 5 mm port here, upsizing the original port to a 12. I began taking down the adhesions to the anterior abdominal wall, slowly and carefully clearing those, and I found a large piece of mesh at the lower abdomen that was still fixed in the lower abdomen, but had clearly pulled away from the upper abdomen, allowing recurrence of the hernia. She had multiple defect with incarcerated omentum exiting the abdomen and the hernia defect on the right side. These were slowly and carefully taken down and mobilized, giving good freedom. The abdominal wall was cleared completely. It became evident that 1 sheet of mesh would not be enough to cover this. She had a swiss cheese-type deformity of the upper abdomen extending up the midline, as well as a large massive defect in the mid abdomen. I was able to cover the massive mid abdomen defects with an 18 x 25 sheet of gore-tex dualmesh, oriented with a 24 cm axis transverse to the long axis of her body. I anchored this in multiple positions to the fascia using heavyweight gore suture as well as #2 nylon. This was done in an interrupted fashion and gave good transfixion to the lower abdomen. I anchored it laterally to the fascia that would easily reach without tension, and then anchored superiorly to the edge of the defect in the midline and on the sides to the open fascia. I then used the securestrap absorbable hernia stapler to inset the mesh circumferentially. I then move back to the upper midline where a 15 x 18 sheet of gore-tex dualmesh was introduced. It was held up with a central anchoring suture and then circumferentially loosely tacked into position using the securestrap. This was done using 8 or 10 staples. I then came back and inferiorly sutured the mesh to the other sheet of gore-tex dualmesh at 8 positions along the inferior aspect where it overlapped by about 3 cm. I anchored the rest of the mesh superiorly at multiple positions using both gore suture and #2 nylon. The securestrap was then used to anchored [sic] the mesh circumferentially. The fascia of the 12 mm port incision was closed using #1 vicryl suture using a laparoscopic technique. The abdomen was inspected. No other abnormalities could be seen. No enteric injury could be seen. The bowel was investigated fully. The pneumoperitoneum was released. The transfascial sutures were tied at all positions, and the skin closed at all incisions using clips. The patient tolerated the procedure well and was awakened from anesthesia and taken to the recovery room in stable condition extubated.¿ (B)(6) 2017: [date assigned] (B)(6) . Implant record. Mesh dual plus 15 x 19. Type: implant. Size: 15 x 20. Quantity: 1. Serial #: (B)(6) . Expiration: 02/2019. Site: abdomen. Manufacturer: gore. The records confirm a gore® dualmesh® plus biomaterial (15045380) was implanted during the procedure. Product identification records for alleged ¿18 x 24 gore-tex dualmesh¿ were not provided . (B)(6) 2017: (B)(6) . Operative report. Preoperative diagnoses: partial small bowel obstruction status post laparoscopic ventral hernia repair. Postoperative diagnoses: partial small bowel obstruction. Small bowel perforation x4 (spontaneous). Lack of IV access. Mesh contamination secondary to small bowel perforation necessitating removal of abdominal mesh. Procedure: laparoscopic lysis of adhesions. Laparoscopic small bowel repair x4 (enterorrhaphy). Right subclavian vein triple lumen catheter. Conversion to open procedure for resection of abdominal wall mesh. Primary ventral hernia repair. Assistant: dr. Harper. Second assistant: cindy norman, lpn. Anesthesia: general endotracheal. Estimated blood loss: approximately 150 ml. Complications: none. Drains: none. Indications: ms. (B)(6) remains in the hospital after ventral hernia repair 2 weeks ago. She has not regained bowel function. She would get to the point of having bowel movement and then we would start feeding her and her abdomen would shut down again. We felt like this represented an ileus; however, it just kept happening. Small bowel follow through still worrisome for ileus, but I am more concerned that this may represent a partial small bowel obstruction. Risks, benefits and options to exploration have been discussed with her including the high possibility of conversion to an open procedure, bleeding, infection, having to remove mesh, having to remove the bowel, not finding anything wrong, not making her any better, persistent nasogastric drainage, among other things. She understands and wishes to proceed. Description of procedure: ¿ms. (B)(6) is taken to the operating room, placed supine upon the operating room table, at which time general anesthesia was induced. The patient¿s right neck and chest were prepped and draped in the usual sterile fashion. Utilizing an 18-gauge thin walled needle, the right subclavian vein is intubated on the first attempt. A guidewire is placed. Using a seldinger technique, a triple lumen catheter was ultimately threaded to the 15 cm into the central circulation. Catheter sutured down in 2 positions. Sterile dressing applied. All ports aspirated and irrigated easily. Attention was then turned to her abdomen, which was prepped and draped in the usual sterile fashion utilizing two u-bar drapes. The abdomen was attempted to be entered through the previous left upper quadrant incision. However, I could not gain entry to the abdomen, so I moved to the right-sided approach and was able to get in. I found expected typical mildly inflammatory adhesions from the omentum to the edge of the mesh that had been placed at the previous operation. We started opening that up, moved over to the left upper quadrant where I had attempted to get in and was able to find that I did not actually enter the abdominal cavity. Went ahead and inserted this port into the abdominal cavity. Placed another right-sided 5 mm port. Placed ultimately an epigastric 12, a mid abdominal 5 that penetrated the mesh, and a midline upper 5 mm port that penetrated the mesh as well through the course of procedure. I then slowly and carefully began taking down and freeing up the small bowel in its entirety and was actually able to completely do this. It took several hours with slow, careful dissection, but we were able to free this up and I really thought that we had no other issues to deal with. I found that the distal small bowel was somewhat adherent to the edge of her old prolene mesh that was in place and that this bowel was being compressed by the weight of the omentum and freed bowel from her hernia repair that had been reduced into the abdomen. This was mainly the omentum since we did not have to manipulate the bowel at the previous procedure, but I was able to complete this without any enterotomies. I began slowly and carefully running the bowel, which was very distended, heavy and somewhat friable. I got to the proximal jejunum and found what appears to be a spontaneous perforation. It was right at the mesenteric border. There were no marks surrounding this as it if [sic] had been grasped too hard with a grasper or any other tissue. I simply cannot tell why this is there. It looks to be spontaneous. The bowel was very distended and heavy. I could see how that is a possibility, but the bowel was completely viable. So, I am more suspicious that this is an occult instrument injury, but nonetheless, I grasped it, placed a silk suture mesenteric and antimesenteric, lifted this up and was able to close this area with the stapler. As I began running the bowel back, I found 2 more positions where this had happened that were within 4 or 5 cm of one another. These were not there on the first pass. So I controlled these in like manner, ultimately got down to the distal area. There was one antimesenteric area that looked like it had the potential to leak that I went ahead and dealt with in this like manner. All of the staple lines were oriented transversely. At this point, I began to be very concerned with the potential contamination of the mesh. I had controlled what soils there had been, but nonetheless, I was still very concerned that the mesh was in fact contaminated. So, I asked dr. Harper to join me. I had tried to place a hard port to finish running the bowel and make sure that there were no other enterotomies, but the intestinal contents moved the bowel, dilating all of the bowel at this point. So there just simply was no longer room to work. So I removed the hand port that was never useful and we opened abdominal wall and after discussing this, we both felt like it was most prudent to resect the mesh and close her hernia defect primarily. So, luckily in doing so, this did not seem to put any undue pressure on the abdominal cavity. She really does not seem to have any component of loss of domain. The abdomen was copiously irrigated with warm normal saline. Hemostasis checked for and found to be excellent. The mesh had been explanted and we took extra time checking to make sure all of the hernia constructs had been removed as well. The abdominal wall was then closed using interrupted #1 prolene sutures in a smead-jones fashion. The subcutaneous tissue was irrigated. A wound vac applied. The original laparoscopy incisions were closed with clips. The patient taken to the ICU in guarded condition, intubated and sedated.¿ (B)(6) 2017: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). (B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2017, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: partial small bowel obstruction, bowel perforation, mesh contamination, mesh removal requiring an additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding . H6: updated investigation conclusions . H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 15045380. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: (B)(6). Certificate of death. Death at age 66 years. Place of death: (B)(6). Immediate cause: sepsis, enterocutaneous fistula, renal disease, pulmonary failure. Manner of death: natural. Autopsy: no. Did tobacco use contribute to death: uknown. Case referred to coroner or medical examiner: no. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B3: updated date of event. D7: updated explant date. H6: conclusion code remains unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.